Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number (3579618) was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to available information, this device was explanted and replaced due to a tubing break at the pump. No other adverse patient effects were reported.

Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation, surrounded by abrasion, was noted on the longer exhaust of the pump near the strain relief junction. This is a site of leakage. A failure of the back pressure test was noted with the pump as the balls in the pump failed to seat properly. Additional observation of the pump by a senior r&d engineer was performed. It was determined that there was no foreign material noted in the spring/ball and seat component of the pump, and the springs and balls were intact and in the correct position. Abrasion was noted on the exhaust tube of cylinder 1. No functional abnormalities were noted with cylinder 1. No functional abnormalities were noted with cylinder 2. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the longer exhaust tubing at the strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A senior r&d engineer reviewed the returned pump. During this review, it was concluded that no foreign material was found in the spring/ball and seat component of the pump, and the springs and balls were intact and in the correct position. There were no other visual issues found. Failure of this test was not associated with the cause of the reported device malfunction. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.